Manufacturer narrative:
In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing. The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported that patient's lead incision site appeared to be opening, which was noticed at the follow-up visit. As a precautionary measure patient was prescribed oral antibiotics. The physician's plan is to perform wound debridement and re-suture the open wound. Reportedly, patient has effective therapy and no cultures were taken.

Event description:
Additional information identified that patient is healed and happy with the stimulation.